Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo12.1; -14.50/3.0/109 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. Intraoperatively the lens was removed due to the lens was implanted upside down. There was no patient injury. On (B)(6) 2022 a replacement lens of the same model / length was implanted and this resolved the problem.

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Claim #: (B)(4).

Manufacturer narrative:
G3: corrected to 10-jan-2022 in initial MDR. H6: work order search: no similar complaint was reported for units within the same lot. Claim #(B)(4).